Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia. The reporter states that when the pt went to bed one day before, her blood glucose was okay. When the pt awoke at 5am the following day, her blood glucose was >500 and ketones were present. She changed the set, site and cartridge; the set was primed and insulin was noted to drip out the end. By 9am her blood glucose was down to 326. Two hrs later it was >400. The reported stated that the pt did not eat all the rest of the day. She was admitted at 8pm with diabetic ketoacidosis. She treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.